Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the pump as bottom of the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was been returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump booted up once installing an aa battery, but a partial display was noted after boot up. The pump failed the self test. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found bleeding and cracked glass on pcba 1. The following were also noted during visual inspection: scratched case, stained keypad overlay, minor scratches on the lcd window, and pillowing keypad overlay. Cosmetic damage was confirmed at the screen. Partial display was confirmed during visual inspection due to bleeding and cracked glass on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.